Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd bone marrow aspiration needle broke off in a patient's posterior iliac crest. Surgery was consulted and the patient had to go to the or to have the broken needle removed.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Additional information: this complaint is a duplicate of bd carefusion complaint (B)(4). An MDR was submitted on 3/28/2017 under report # 1625685-2017-00278.